Manufacturer narrative:
F10: appropriate term/code not available (3191) selected for perforation.

Event description:
Per the computed tomography (CT) abdomen report dated (B)(6) 2017: "an ivc filter (inferior vena cava) is seen with tip at the level of renal vein. Confluence in ivc. There is no tilt. The apex of the filter is not touching the ivc wall. The prongs of the ivc filter appears normal. No evidence of perforation. At least one strut on each side appears to be lying outside the ivc wall with a clear fat plane. Also at least one strut is seen anteriorly and posteriorly, appear to be lying outside the wall of the filter. No adjacent hematoma or any fat stranding. There is no fracture of the strut. The filter struts are not bent or fragmented. There is no evidence of stenosis of ivc. However, evaluation limited due to no IV contrast. Psoas muscles, paravertebral muscles normal.

Event description:
It is alleged that the patient received a cook celect filter on (B)(6) 2011. The patient alleges to have experienced ivc (inferior vena cava) perforation & pain in abdomen.